Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital after receiving inappropriate high voltage therapy from their implantable cardioverter defibrillator. When attempting to interrogate the device, it could not be interrogated. The physician placed a magnet on the device to disable therapy. The following day, the device was interrogated and it was noted to be in backup vvi mode. The device was restored to normal settings. Patient was stable.